Event description:
It was reported that a beta bionics ilet user was concerned about recent lows at night. He mentioned his endo recently changed his targets and was wondering if that had anything to do with it. The pump was reportedly showing 65 mg/dl and 61 mg/dl with fingerstick. Pt treated his low with some cereal and sugared candy. The agent advised to check again with fingerstick. Pt also reported a long high on thursday afternoon which may have caused blood glucose to drop causing roller coaster effect. Pt was feeling jittery and nervous, so the agent made a training appointment to go over targets. Agent called later and confirmed bg level 106 mg/dl. Agent reiterated with pt if he is to go low, to do the 15 and 15 method and not to overtreat. Pt understood and stated he would call back if anything changes.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.